Event description:
It was reported during initial implant, the stylet was unable to advance in the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to advance the stylet through the lead was not confirmed. As received, a complete lead with stylet fully inserted was returned in one piece. X-ray examination of the lead verified that the stylet was fully inserted. Visual and x-ray examinations did not find any anomalies except for the damages found consistent with procedural damage.